Manufacturer narrative:
Intuitive surgical inc. (Isi) contacted the risk management department and director of insurance of this complaint to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. Isi has reviewed the system logs with a date of (B)(6) 2010, the date the reported da vinci si hysterectomy procedure was performed. Based on the review of the system logs, there is no evidence that a system error occurred during the surgical procedure.

Manufacturer narrative:
Intuitive surgical inc. (Isi) contacted the risk management department and director of insurance of this complaint to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. Isi has reviewed the system logs with a date of (B)(6) 2010, the date the reported da vinci si hysterectomy procedure was performed. Based on the review of the system logs, there is no evidence that a system error occurred during the surgical procedure.

Event description:
On (B)(4) 2013, intuitive surgical inc. (Isi) received a legal complaint with the following allegation related to a da vinci si hysterectomy procedure performed on (B)(6) 2010: the legal complaint alleged that on (B)(6) 2010, the da vinci surgical system malfunctioned, and as a result of the reported issue, the patient allegedly suffered grievous and permanent personal injuries, pain, suffering, and loss of enjoyment of life, aggravation, exacerbation and worsening of pre-existing conditions, and incurred pecuniary damages, medical, hospital, rehabilitative and other expenses, and loss of ability to work.